Event description:
It was reported to philips healthcare that the heartstart mrx printer jams with philips paper. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.